Event description:
Needle stick injury occurred with a hiv positive contaminated needle, which reportedly failed to retract. The nurse was holding the hub of the insyte autoguard when the needle grazed across her finger and went through two pairs of gloves, it did not draw blood, she then washed the area with hibiclens.